Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of embedded device ("essure coil which had been placed in the plaintiff¿s left fallopian tube had migrated to the endometrium") and genital haemorrhage ("heavy and abnormal bleeding") in an adult female patient who had essure (batch no. 789032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil which had been placed in the plaintiff¿s left fallopian tube had migrated to the endometrium"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("painful intercourse"), medical device pain ("pain from device migration"), menstrual disorder ("unusual periods"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and scoliosis ("scoliosis"). The patient was treated with vicodin (norco). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, medical device pain, menstrual disorder, back pain, abdominal pain and scoliosis outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower, abdominal distension, dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, medical device pain, menstrual disorder, pelvic pain and scoliosis to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a second essure procedure wherein the essure coil that had migrated was removed and another was deployed in its place. Plaintiff continues to experience pelvic pain, cramping and bloating, severe menstruation pain, heavy and abnormal bleeding, painful intercourse, and may have no choice but to undergo a hysterectomy in the near future to remove the essure device. On (B)(6) 2013 essure procedure: the right cornua had 5 visible coils and the left cornua had 1 visible coil. A successful placement occurred bilaterally. On (B)(6) 2013: hysteroscopy revealed essure coil from the left tube within the endometrial canal that was easily removed. Right essure coil was noted to have 1 coil protruding wit scar starting to form over the coil. Left essure had 7 coils protruding after placement in the left fallopian tube. Diagnostic results: on (B)(6) 2013, hysteroscopy revealed essure coil placed in left fallopian tube had migrated to the endometrium. Most recent follow-up information incorporated above includes: on 27-jun-2018: new pfs received- new events added: unusual periods, lower back pain, abdominal pain, scoliosis were added. Lot number , new reporter and date of birth were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil which had been placed in the plaintiff¿s left fallopian tube had migrated to the endometrium") and genital haemorrhage ("heavy and abnormal bleeding") in an adult female patient who had essure (batch no. 789032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil which had been placed in the plaintiff¿s left fallopian tube had migrated to the endometrium"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("painful intercourse"), medical device pain ("pain from device migration"), menstrual disorder ("unusual periods"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and scoliosis ("scoliosis"). The patient was treated with vicodin (norco). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, medical device pain, menstrual disorder, back pain, abdominal pain and scoliosis outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower, abdominal distension, dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, medical device pain, menstrual disorder, pelvic pain and scoliosis to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a second essure procedure wherein the essure coil that had migrated was removed and another was deployed in its place. Plaintiff continues to experience pelvic pain, cramping and bloating, severe menstruation pain, heavy and abnormal bleeding, painful intercourse, and may have no choice but to undergo a hysterectomy in the near future to remove the essure device. On (B)(6) 2013 essure procedure: the right cornua had 5 visible coils and the left cornua had 1 visible coils. A successful placement occurred bilaterally. On (B)(6) 2013: hysteroscopy revealed essure coil from the left tube within the endometrial canal that was easily removed. Right essure coil was noted to have 1 coil protruding wit scar starting to form over the coil. Left essure had 7 coils protruding after placement in the left fallopian tube. Diagnostic results: on (B)(6) 2013, hysteroscopy revealed essure coil placed in left fallopian tube had migrated to the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil which had been placed in the plaintiff¿s left fallopian tube had migrated to the endometrium") and genital haemorrhage ("heavy and abnormal bleeding") in an adult female patient who had essure (batch no. 789032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("essure coil which had been placed in the plaintiff¿s left fallopian tube had migrated to the endometrium"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), dysmenorrhoea ("severe menstruation pain"), dyspareunia ("painful intercourse"), medical device pain ("pain from device migration"), menstrual disorder ("unusual periods"), back pain ("lower back pain"), abdominal pain ("abdominal pain") and scoliosis ("scoliosis"). The patient was treated with vicodin (norco). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, medical device pain, menstrual disorder, back pain, abdominal pain and scoliosis outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain lower, abdominal distension, dysmenorrhoea and dyspareunia had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, medical device pain, menstrual disorder, pelvic pain and scoliosis to be related to essure. The reporter commented: on (B)(6), 2013, plaintiff underwent a second essure procedure wherein the essure coil that had migrated was removed and another was deployed in its place. Plaintiff continues to experience pelvic pain, cramping and bloating, severe menstruation pain, heavy and abnormal bleeding, painful intercourse, and may have no choice but to undergo a hysterectomy in the near future to remove the essure device. (B)(6) 2013 essure procedure: the right cornua had 5 visible coils and the left cornua had 1visible coils. A successful placement occurred bilaterally. On (B)(6) 2013: hysteroscopy revealed essure coil from the left tube within the endometrial canal that was easily removed. Right essure coil was noted to have 1 coil protruding wit scar starting to form over the coil. Left essure had 7 coils protruding after placement in the left fallopian tube. Diagnostic results: on (B)(6) 2013, hysteroscopy revealed essure coil placed in left fallopian tube had migrated to the endometrium. Most recent follow-up information incorporated above includes: on 27-jun-2018: correction: new pfs received- new events added: unusual periods, lower back pain, abdominal pain, scoliosis were added.lot number, new reporter and date of birth were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil which had been placed in the plaintiff¿s left fallopian tube had migrated to the endometrium") and genital haemorrhage ("heavy and abnormal bleeding") in an adult female patient who had essure (batch no. 789032) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included blood pressure high, asthma, tobacco abuse and headache. Previously administered products included for back pain: hydrocodone from 1996 to (B)(6) 2011, norco from 1996 to (B)(6) 2011 and scolaxin from 1996 to (B)(6) 2011; for high blood pressure: benicar from 1996 to 2011 and protonic; for anxiety: effexor in 2011; for an unreported indication: depo provera. Concurrent conditions included fibroids. Concomitant products included amitriptyline, citalopram hydrobromide (celexa), eletriptan hydrobromide (relpax), lansoprazole (prevacid), olmesartan medoxomil (benicar) and prenatal /02195401/. In (B)(6) 2013, the patient experienced device expulsion ("essure coil which had been placed in the plaintiff¿s left fallopian tube had migrated to the endometrium/malpositioned essure device") with abdominal pain lower and menstrual disorder ("unusual periods"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced back pain ("lower back pain"). In (B)(6) 2013, the patient experienced dyspareunia ("painful intercourse/painful sex"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain and medical device pain, genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dysmenorrhoea ("severe menstruation pain"), abdominal pain ("abdominal pain"), scoliosis ("scoliosis") and adnexa uteri pain ("left fallopian tube pain"). The patient was treated with vicodin (norco) and ibuprofen. Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, menstrual disorder, back pain and adnexa uteri pain outcome was unknown and the genital haemorrhage, abdominal distension, dysmenorrhoea, dyspareunia and scoliosis had not resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menstrual disorder and scoliosis to be related to essure. The reporter commented: on (B)(6) 2013, plaintiff underwent a second essure procedure wherein the essure coil that had migrated was removed and another was deployed in its place. Plaintiff continues to experience pelvic pain, cramping and bloating, severe menstruation pain, heavy and abnormal bleeding, painful intercourse, and may have no choice but to undergo a hysterectomy in the near future to remove the essure device. (B)(6) 2013 essure procedure: the right cornua had 5 visible coils and the left cornua had 1visible coils. A successful placement occurred bilaterally. On (B)(6) 2013: hysteroscopy revealed essure coil from the left tube within the endometrial canal that was easily removed. Right essure coil was noted to have 1 coil protruding wit scar starting to form over the coil. Left essure had 7 coils protruding after placement in the left fallopian tube. Plaintiff claim that essure worsened a previously existing injury/condition. Plaintiff could not rely on essure for contraception prior to confirmation or otherwise, that she would need to return for a follow-up confirmation test on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2013: fibroids. On (B)(6) 2013, hysteroscopy revealed essure coil placed in left fallopian tube had migrated to the endometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs and mr received, reporter added, ethnicity of patient updated, events: left fallopian tube pain, she did not undergo essure confirmation test, outcome and event onset date updated. Concomitant drugs added. Historical drugs and condition added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.